Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 391 mg/dl. Customer's high blood glucose event was began with 410 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip and celine. Customer was performed self test and high pressure test and it was pass. Based on customer report customer did not allege insulin pump was under delivering. Customer declined troubleshoot for high blood glucose. Customer stated that the auto mode feature was not active. The device will not be returned for analysis.